Event description:
It was reported that during a ptca/stent procedure, the stent delivery system(sds) was unable to cross a calcified and tortuous lesion. When the sds was being pulled back proximally, the stent became dislodged. A snare was used to retrieve the stent. Reportedly, there was no pt injury.